Event description:
The event is reported as: customer alleges: the balloon on the catheter deflated during pt use. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate.